Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 625 mg/dl while wearing the pod. The patient reports last night their personal diabetes manager (pdm) was not communicating with the pod and upon a reset their settings were lost. The patient removed the pod. Symptoms reported include hyperglycemia, nausea and vomiting. Once at the hospital the patient was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous fluids containing potassium and electrolytes as well as an insulin drip and zofran. At 1:00 am the patients reported blood glucose level was 200 mg/dl. The following morning the patient applied a new pod. The patient was released form the hospital after 29 hours.